Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room and was admitted due to the right ventricular lead exhibiting loss of capture. A chest x-ray was performed which revealed that the lead had dislodged. The lead was successfully explanted and replaced. The patient was in stable condition post surgery.